Event description:
It was reported that during a right lower lobectomy procedure, it was observed that there were several blue plastic pieces inside the chest cavity after firing the e3000 with gst60b. It was reported that some of the plastic pieces were caught in the staples that had been inserted, so the staples were cut off and removed. In addition, the doctors observed the inside of the chest cavity as much as possible with a scope and removed plastic pieces. It was found that there was some damage such as scraping as shown in the attachment when the removed cartridge was checked. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 11/03/2025 d4: batch #332d73. Additional information was requested, and the following was obtained: there was no leakage from the staple line. Case: right lower lobectomy area: occurred during interlobar resection between the upper and lower interlobar. Slr attachment: attached timing: at the 2nd firing. After that, the surgery was performed with the same device and no pieces fell into the patient. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60b reload was received fully fired and with damage on reload deck. No functional test was performed due the condition of the reload. Additionally, the ech60r buttress was received inside a petri dish with some b-form staples on it. The buttresses were received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 332d73, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.